Event description:
It was reported that this patient recently received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system. Upon a data review, the physician noted that the shocks were delivered due to over-sensed noise. Boston scientific technical services (ts) was contacted and it was discussed that the noise was most likely related to sense node b artifacts and variable amplitude morphology. It was recommended to performed thorough provocative maneuvers and potential diagnostic imaging to assess the s-ICD system integrity. The patient was subsequently seen in-clinic where isometrics were unable to reproduce the artifacts at the time of the inappropriate therapy. The physician elected to reprogram the device to the secondary sensing vector to resolve the event and is continuing with normal monitoring. At this time, the s-ICD system remains implanted and in-service. The patient was asymptomatic at the time of the shocks and no additional adverse effects were reported.

Event description:
It was reported that this patient recently received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system. Upon a data review, the physician noted that the shocks were delivered due to over-sensed noise. Boston scientific technical services (ts) was contacted and it was discussed that the noise was most likely related to sense node b artifacts and variable amplitude morphology. It was recommended to performed thorough provocative maneuvers and potential diagnostic imaging to assess the s-ICD system integrity. The patient was subsequently seen in-clinic where isometrics were unable to reproduce the artifacts at the time of the inappropriate therapy. The physician elected to reprogram the device to the secondary sensing vector to resolve the event and is continuing with normal monitoring. At this time, the s-ICD system remains implanted and in-service. The patient was asymptomatic at the time of the shocks and no additional adverse effects were reported.